Manufacturer narrative:
Several attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.

Manufacturer narrative:
Report date: 16aug2021.

Event description:
The customer reports that the unit is giving a loss of pressure sensor/several different errors that indicates a spi bus failure and 35 volt failure. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reports that the unit is giving a loss of pressure sensor/several different errors. Product support reviewed the significant event log with customer and found the following: 1106, 1107,1007, 1110, 110e, 110f. Product support advised customer to replace the da to mc cable and the data acquisition board. The customer had replaced the da pcb and ribbon cable. The unit passed testing and was placed back into service. The unit was return with same reported problem and the same diagnostic codes logged followed by a code for a restart then codes 1102, 1104,1105, 1115, 111b, 1127 logged. Product support advised to replace the da again with warranty replacement along with a pm pcb. Further information is pending.